Event description:
A hospital in (B)(6) reported via our distributor that a hole was observed in the inspiratory limb of an rt235 infant dual-heated evaqua breathing circuit.no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. A visual inspection and pressure test were performed. Results: visual inspection of the inspiratory limb revealed a 1mm x 1mm hole approximately 94mm from the patient end connector. The pressure test showed that the device was not performing within specification. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine how the inspiratory limb came to be damaged, but based on our visual inspection the limb appeared to have come into contact with a heated object. All rt235 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for further investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."